Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Product not returned.

Event description:
Customer reported that their autopulse platform (s/n (B)(4)) displayed message "lifeband is misaligned". This occurred when customer was attempting to install the lifeband into the autopulse platform. The customer attempted to troubleshoot the issue by trying to install multiple lifebands with no success. No patient involvement was reported. No additional information provided.